Event description:
A physician reported during an intraocular lens implant procedure, a fibrin-like foreign material was confirmed. The surgery was completed after replacing the product with another one. Additional information has been requested and received which states the foreign material in the lens was removed from the eye during ia of the same surgery. There is no residual in the patient's eye after surgery and there have been no problems to date.

Manufacturer narrative:
One opened, loose cartridge was returned with eleven unopened samples in a 10-count carton. The loose sample was evaluated and one unopened sample was pulled randomly for evaluation. The returned loose cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. No ovd was observed and the cartridge did not have evidence of placement into a handpiece. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The cartridge was functionally tested per the dfu using a qualified lens and viscoelastic the cartridge was filled with viscoelastic per the dfu. The lens was loaded and biased down. The lens was advanced making sure the plunger was in the correct position in contact with the trailing optic edge. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause: root cause has not been identified. There have been six other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3. And h.10. A used cartridge was not returned. One opened, loose cartridge was returned with eleven unopened samples in a 10-count carton for lot. The loose sample was evaluated and one unopened sample was pulled randomly for evaluation. The opened, loose cartridge was microscopically examined with no damage observed. No particulate was observed inside the cartridge. No viscoelastic was observed. The cartridge did not have evidence of placement into a handpiece. The returned loose cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. The unopened cartridge was functionally tested per the dfu. No lens or cartridge damage was observed after the lens delivery. No foreign material was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. The indicated viscoelastic is qualified with the cartridge. The handpiece and the lens diopter were not provided. It cannot be determined a qualified combination was used. The root cause for the reported complaint could not be determined. The used cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Per the instruction for use (IFU): the iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the iol delivery system. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. Information was provided that there was no residual in the patient's eye after surgery and there have been no problems to date. The manufacturer internal reference number is: (B)(4).